Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that he patient had a bad fall on (B)(6) 2018 to avoid being bitten by a dog and since then had many issues including the implantable neurostimulator (ins) sticking out, pain shooting down their right leg to their knee, and they reinjured their back. The patient had another fall on (B)(6) 2019 where they fell out of bed and hit their entire right side but had not experienced a change in therapy afterward. The ins felt like it was coming out, was crooked, and trying to come through skin. It was reported that the patient had lost 91 lbs. Since implant. The patient thought it was the transmitter. The health care provider (hcp) was reported to be aware of this. The shooting leg pain started after the fall. The ins was checked by a manufacturer representative who confirmed everything was fine but that the patient just needed an adjustment. No further complications were reported.